Event description:
Philips received a complaint on the heartstart mrx indicating that the battery needed to be replaced as it is out of capacity. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the battery. It was determined that this was a malfunction of the battery for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.